Event description:
The pt was revised because the glenoid was loose. The surgeon stated the glenoid loosened due to the humeral stem was over retroverted and the glenoid component was positioned too anterior, the stem impinged on side of glenoid and glenoid loosened.

Manufacturer narrative:
Examination of the returned glenoid insert found evidence of the product moving in vivo. Provided info states the stem was over retroverted and the glenoid was positioned too anterior. A search of the complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.